Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step for the active circuit leakage test during testing, and the auto trigger occurred during an operational check with the passive circuit. The device's sensor board was replaced to address the issue.